Event description:
The consumer was using his left fist on the bed rail and his right fist on the arm of the commode to help him transfer off the commode into his bed. When he did this, the arm on the commode allegedly came unlocked, causing him to fall and break his neck. Serious injury is alleged.

Manufacturer narrative:
Information received indicates consumer fell while transferring into their bed from the device. Information alleged that the commode arm somehow disengaged. Chair had been in use for a year with no prior incidents. No history to suggest a product problem. User guide warns that users with limited physical capabilities should be supervised or assisted when using the device. Current user guide covers this area. Malfunction not confirmed.